Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the surface of the external paddle is corroded during self-test. There was no patient involvement at the time the issue was discovered. The customer requested that a philips authorized service provider (asp) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience. Based on the information available and the testing conducted, the cause of the reported problem was that customer didn't maintain the paddle after use. The reported problem was confirmed. External paddles need to be replaced. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The device was operational after replacing the external paddles. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.